Event description:
The pt (B)(6) was implanted with a surgical lead on (B)(6) 2011. It was reported the pt developed a hematoma at the lead site. The pt was hospitalized for observation purposes. During the stay, there are plans to lance the hematoma. No further info is available as all attempts to obtain add'l details regarding this matter have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.